Event description:
The resident was in the shower chair (brakes on) with three staff in the room. One was operating the lifter, another walked beside resident and third on other side of the bed wait to assist in positioning the resident on the bed. They put the sling under the resident and attached the sling to the maxi twin. Staff not sure if they attached shoulder or leg clips first. Sling didn't have head support stiffeners inserted. Legs clips weren't crossed. They put a pillow in between the resident's stomach and the hanger bar (pdps), because the resident had a tendency to lean forward. The resident was in the sitting position when she was lifted from the shower chair. They may have reclining her, but aren't sure of that. Legs of the maxi twin were open. Staff pulled the lifter away from the shower chair and moved towards the bed. They closed the legs of the lifter. The left leg clip came undone and the resident fell out of the sling. She hit her head on the side of the bed or the safety side of the bed. Staff was able to catch the resident's head and prevented her head to hit the floor. The sling was a maa4000-m full body sling with head support. Wounds were dressed on site and then she was transferred to hospital by ambulance, after x-rays found a fractured left neck of femur and fractured left patella (knee cap), deep laceration of right calf and thigh. Reference MFR report number: 9611530-2013-00061.